Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the shock was appropriate and no abnormal device function was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered inappropriate shock therapy for an atrial fibrillation (af) with rapid ventricular response episode detected as a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. The crt-d remains in use. No further patient complications have been reported as a result of this event.